Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information about re-implantation received from registration. The field confirmed the re-implantation. The field confirmed 6 electrodes outside of the cochlea. The electrode array was initially not well inserted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the recipient's report the active electrode migrated partially out of cochlea. The implant registration card indicates that two electrode contacts were outside of cochlea since initial implantation. The investigation results appear to match the problems mentioned in the recipient's report. This is a final report.

Event description:
Information about re-implantation received from registration. The field confirmed the re-implantation. The field confirmed 6 electrodes outside of the cochlea. The electrode array was initially not well inserted.